Event description:
The customer reported to leica microsystem false positive staining on paraffin sections of thymoma with ttf-1 (thyroid transcription factor-1) antibody. Lung and thyroid tumors are known to be positive with tff-1 antibodies but staining on thymomas has not previously been described. No misdiagnosis occurred in this case.

Manufacturer narrative:
Leica's investigation of this complaint has determined that the staining in thymoma is correct and not a false positive. However, the instructions for use only indicate that thyroid and lung tumors should be positive. Based on our current investigations, the instructions for use for this product will be updated to reflect the staining of other tissues. Customers will be informed of this change with a field correction.